Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Imaging from (B)(6) 2016 showed the electrode array being out of cochlea. A revision surgery took place in (B)(6) 2016 to re-insert the electrode array.

Manufacturer narrative:
Additional information: based on the received information, a CT scan showed the active electrode to be out of cochlea. A full insertion was achieved at implantation surgery. The active electrode migrated post-operatively out of cochlea due to unknown reasons. The electrode array was successfully re-inserted in a subsequent revision surgery. The concerned device remains implanted and in use.

Event description:
Diagnostic imaging from (B)(6) 2016 showed the electrode array being out of cochlea. A revision surgery took place in (B)(6) 2016 to re-insert the electrode array. The patient was activated the (B)(6) 2016 and everything is ok.